Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding another patient who had an implantable neurostimulator (ins). It was reported that at her fitness center, patient ran into another patient of her previous doctor. That patient was paralyzed after she had her device implanted by that hcp. Patient was in the gym with her son. Patient was disabled from her waist down. Caller did not have any other information regarding that patient or the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.